Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 14 in the mouth, the implant had not integrated and was removed at the pt's home. An implant was then placed in ada site 15. Clinician reports poor bone quality/qty. And mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 14 in the mouth, the implant had not integrated and was removed at the pt.'s home. An implant was then placed in ada site 15. Clinician reports poor bone quality/qty. And mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).